Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for an issue unrelated to the event. It was noted that the right ventricular lead was dislodged. The lead could not be repositioned so it was explanted. There were no concerns regarding lead integrity and the issue is believed to have been related to non-compliance and patient's size. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.